Manufacturer narrative:
Section d4 and h4: additional information. Section d6: correction. Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation. Additionally, a specific cause for the suspected pump thrombosis, as well as a direct correlation to the device, could not be conclusively established through this evaluation. Furthermore, the account attributed the reported hemolysis to the suspected thrombus. No product is available for investigation. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced fatigue, weakness, colored urine and change in anticoagulation treatment from coumadin to warfarin. The patient was hospitalized due to persisting symptoms as well as a lactate dehydrogenase (ldh) value ten times higher than the normal range. A very high value of free hemoglobin and an inability of the pump to decongest the left ventricle were also documented. Based on these findings, the doctor diagnosed the patient with pump thrombosis. It was stated that the patient had severe hemolysis due to heart failure secondary to pump obstruction. The issue was stated to be related to the patient coagulation treatment. A thorax tac was made and endovenous anticoagulation with heparin was stated. The patient was also started on milrinone and also required norepinephrine. A ramp test was performed and the pump parameters were adapted. Thrombolysis was performed with recombinant plasminogen tissue activator (rtpa). The patient's ldh was reduced, urine began to clear, and the values of free hemoglobin were normalized. The function of the pump was improved and the patient was stable. The hemolysis and pump obstruction were considered resolved.